Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 345 alarms, which were not reproduced due to a system error 105 alarm at power up. The system error 345 alarms were confirmed during a review of the event history log; however, evaluation was unable to determine an assignable cause. The upstream and downstream sensors were replaced as known contributors.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.